Manufacturer narrative:
Product event summary: manufacturer's analysis noted that the keyboard of the device was delaminating on the bottom, the upper case was broken, lower case was broken and contaminated, all four knobs were contaminated, both bail covers were broken, both battery contacts were compressed,one bail was bent, the lower part of the liquid crystal display (lcd) was missing columns, and the main printed circuit board (pcb) was out-of-specification in an electrical manner. The device was scrapped.

Event description:
It was reported that the external pulse generator (epg) originally returned as a trade-in subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.